Event description:
The customer reported the sys is displaying a blank image on the live monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the 5v power supply. Sys operates as intended. (B) (4).